Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported separation although the reported treatment appears to be related to operational context. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that during the procedure using a non-abbott guide catheter and the pilot guide wire, the tip of the guide catheter fractured and the pilot guide wire separated. The separated segments of the guide wire were removed using a snare device. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.